Event description:
Rn received prepared medication (actemra) from outpatient pharmacy. Medication was delivered as per usual, in a separate bag with IV bag already spiked and primed with secondary IV set tubing. Rn removed the medication from the bag and hung it up on the IV pole, removed the red cap to attach to the patient's primary tubing for administration and the universal spike from the secondary IV set just fell out from the attachment site of the secondary bag of actemra, resulting in the medication begin spilled. No patient's or staff were harmed. However, the staff stated this issue presents a significant risk if patient or staff got exposed to the content inside the bag which was chemotherapy and could cause harm due to possible hazardous drug exposure.